Event description:
--

Event description:
Boston scientific received information that following implant but prior to pocket closure, this device and right ventricular (rv) lead system exhibited telemetry communication issues and high out of range shock impedance values. Troubleshooting consisted of removing the device and reconnecting another boston scientific device of a different model; however, similar clinical issues were observed. It was at that time the physician elected to remove the newly implanted rv lead in favor of a competitor model. Following lead implant and an established connection with the second device, measurements were favorable and the procedure completed with no adverse patient effects. The physician also mentioned that the first attempted device, felt dented in the middle. The first attempted implant device and rv lead, are intended to be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies; both seal plugs were intact and both setscrews moved freely. Additionally, no obstructions nor abnormalities were noted in the header ports. Engineers confirmed a slight dent in the outer case at the location where the model number is inscribed: this is normal for this family of device models. During analysis, no interrogation issues were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported allegations as no anomalies were observed during returned product testing.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.